Event description:
The investigation concluded that higher and lower than expected results were obtained from a single level of non-vitros mas ammonia/ethanol control, lot aa2304a, using vitros ammonia (amon) slide lot 1018-0256-9805 on a vitros 4600 chemistry system. Mas level 2 amon results of 169.2, 166.7, 107.5, 86.3 and 89.1 mol/l vs. The expected result of 136.0 mol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. There was no report of affected patient results and there was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation concluded that higher and lower than expected results were obtained from a single level of non-vitros mas ammonia/ethanol control, lot aa2304a, using vitros ammonia (amon) slide lot 1018-0256-9805 on a vitros 4600 chemistry system. The assignable cause of the event was determined to be an instrument related issue likely due to contamination of the microslide incubator. The cause of the microslide incubator contamination was not determined. Vitros amon within run precision testing was unacceptable and atypical within-lab vitros amon qc performance was observed on the amon slide lot. An ortho product support specialist is scheduled to go on site and perform the maintenance actions of cleaning the cm/rt and pm evaporation caps and the microslide incubator rotor and slots with a 1:1 mixture of isopropyl alcohol and distilled water, which is expected to resolve the issue. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros amon slide lot 1018-0256-9805. Email address for contact office above is (B)(6).